Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced low blood glucose. Customer blood glucose at the time of incident was 30 mg/dl. Customer's current blood glucose was 98 mg/dl. The customer did experienced the symptoms such as was shaking a lot. The customer was treated with glucose tablets troubleshooting was done for low blood glucose and under delivery. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer stated auto mode feature was used at the time of event. Based on customer report does customer believe insulin pump was over-delivering as the insulin pump kept on delivering insulin. The insulin pump will not be returned for analysis. Unomed inf set, frn-unk-rsvr.